Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that they had an MRI done and the insulin pump was in their pocket. Customer does not use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 93 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed for a motor error due to an out of phase motor encoder signal. A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.